Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead remains in use and will be placed back into the right atrium, per the physician. No patient complications have been reported as a result of this event.